Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non-product experience. The lead was not replaced. No additional adverse patient effects were reported.